Event description:
It was reported that the bd nano¿ 2nd gen pen needle was not operating properly. The following was received by the initial reporter: like happened before, it was a matter of time before a defective one came out again, I attach evidence and I save it if required for collection. The needles are too short, the insulin liquid stays inside the cap and is wasted.

Manufacturer narrative:
The following fields have been updated due to additional information: h.6. Investigation summary: no samples were returned therefore the investigation was performed based on the photo(s) provided. Embecta was not able to confirm the customer-indicated issue. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle was not operating properly. The following was received by the initial reporter: like happened before, it was a matter of time before a defective one came out again, I attach evidence and I save it if required for collection. The needles are too short, the insulin liquid stays inside the cap and is wasted.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.